Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering observed a fractured obturator tip, differing from the complainant's experience of a bent obturator tip. The tip fracture likely occurred during shipping and handling of the product back to applied medical. The likely root cause of the damaged tip is excessive force during trocar insertion. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report. Based on the description of bent obturator tip during initial intake of the complaint, the event was not reportable as it was unlikely to cause or contribute to death or serious injury. After engineering performed their evaluation, the event is now reportable due to the fractured obturator tip.

Event description:
Procedure performed: lap diagnostic. Incident description: start of case, trocar could not be inserted as the end was bent so another trocar was used. No instruments were inserted through the trocar and the bend was noticed when struggling to insert through patient. Product isolated for return. Additional information received from user facility via email on november 08, 2016: it was the obturator that was bent but it also looked more like it was melted than bent. Patient status: did a patient injury or illness occur associated with the complaint event? No.